Event description:
Pt was admitted to the hospital for removal and replacement of bilateral breast implants secondary to bilateral capsular contractures and rupture of right breast implant. The manufacturer is unknown. These implants were placed in 1985.